Event description:
A customer reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was advised to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Technical support provided the customer with instructions on storing the pump and shipping it back to tandem, ensuring that a replacement pump was sent. The customer acknowledged understanding the need to program settings and connect their continuous glucose monitor to the new pump.